Event description:
The customer reported that the system intermittently would not boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cord to ps1 power supply was evaluated and reseated. The system was tested and found to be working as intended and returned to service.